Event description:
Three yrs ago pt began to have symptoms of fatigue and depression . They increased significantly over past several yrs. She has been worked up in past by rheumatologist. On 8/25/94, physical exam pt had excellent appearing breasts, pain and tenderness in l axilla and depressed nipple sensatioln l nipple. Pt had normal sensation in l nipple post-op. There is some scar tissue l axilla but very better throughout rest of breast.